Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, an unexpected reset occurred. Customer's blood glucose (bg) was elevated, however, specific bg value was not provided. Reportedly, the customer addressed bg level by administering manual injections. Customer continued to use manual injections and also had an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.